Event description:
After feeling intense pain in my right eye. I rushed to the local hosp. I was informed that I had a corneal ulcer or infection of my cornea. I took some medication and stopped using my lens. The major pain improved but I see a permanent blur spot constantly in my vision. I stopped using renu with moistureloc and have not experienced the major pain anymore.